Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low as well as high blood glucose level. Customer blood glucose level was 40 mg/dl. Customer treated for high blood glucose with bolus. The customer was treated with carbs. It was unknown that auto mode feature was active at the time of low blood glucose event. The device will not be returned for analysis.